Event description:
According to the complainant, during the procedure, a small increase in heat was noticed with the patient. In addition, after an ultrasound, there was a problem locating the prolieve system's anchor balloon however, upon removing the prolieve catheter, it was noted that the anchoring balloon had a slit down it, which caused the leak. The physician successfully completed the procedure with another prolieve thermodilatation kit. No patient complications were reported as a result of this event. The patient's condition was reported as "fine and went home".

Manufacturer narrative:
The lot number for the prolieve thermodilatation kit is not known; therefore, the device manufacture date and expiration date cannot be determined. However, the lot number provided by the complainant, represents the prolieve catheter; a part of the kit. A visual examination of the returned device revealed no apparent damage or other imperfections. Further evaluation found a problem with the catheter. The distal bond on the anchoring balloon was delaminated and water was leaking from the delaminated bond. The customer's complaint is confirmed.